Event description:
Base allegedly broke where the bolt for the spreader bard connects, weld is broke. No injury is alleged.

Manufacturer narrative:
(B)(4) 2012 - retrospective review of this file based on protocol (B)(4) determined this is an MDR. RMA (B)(4) had been initiated for this issue. Model rpl600-1, serial number/date code (B)(4) was approximately 6 months old at the time of the incident. The owner's manual part number 1078987 rev j (may-11) was issued with this device. The owner's manual could also be found on-line at invacare.com. The lift was returned but was not inspected as it was improperly marked and was scrapped. It is unknown if the consumer had fully read and understood the owner's manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions or instructions, then they should have contacted invacare. The device was used in a nursing home so there is no one particular operator and/or end user. Therefore, the consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.